Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the instrument fractured. No additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The product was not returned however visual examination of the provided picture confirmed the handle and strike plate are no longer connected. The strike plate fractured along the welds and the internal spring is pictured out of place. Reported event was confirmed by review of photographs provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
No further event information available at the time of this report.